Event description:
It was reported that after a myocardial infarction and lesion unresponsive treatment with pharmacologic therapy, during a heavily calcified circumflex artery stenting procedure, a xience prime stent delivery system was advanced without resistance. The xience prime balloon was inflated to 11 atmospheres and the balloon ruptured. The xience prime stent was successfully apposed to the vessel wall with post-dilatation using an unspecified balloon dilatation catheter. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Event description:
It was reported that after a premature angioma myocardial infarction and lesion unresponsive treatment with pharmacologic therapy, during a heavily calcified circumflex artery stenting procedure, a xience prime stent delivery system was advanced without resistance. The xience prime balloon was inflated to 10 atmospheres and the balloon ruptured. The xience prime stent was successfully apposed to the vessel wall with post-dilatation using an unspecified balloon dilatation catheter. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction-the device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.